Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal discomfort coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. On the same day as peritonitis onset, the patient was hospitalized and was treated with gentamicin (dose, frequency and route not reported) and ceftazidime (dose, frequency and route not reported). On the same day, dianeal therapy was discontinued. Three days after being admitted, the patient was discharged from the hospital. At the time of this report, treatments with gentamicin and ceftazidime were ongoing, the peritonitis was resolving, and the patient was recovering from the event. At the time of this report the patient was on hemodialysis therapy and it was not yet decided if the patient would return to pd therapy. No additional information is available.